Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. During troubleshooting, the reporter stated that they were using an infusion set that they were not trained on. The pump user guide instructs the user "do not attempt to insert the infusion set into your body until you have been trained by your health care team. Improper insertion of your infusion set can lead to death or serious injury". Also, the reporter stated that the pump was alarming for an occlusion indicating that the pump was alarming appropriately to alert the user of an issue. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Event description:
The reporter stated that the patient experienced a blood glucose of 562 mg/dl. The reporter stated that they contacted the health care provider who advised them to change the site, bolus, and retest in an hour. The reporter stated that the pump was alarming for occlusions during the day. The reporter stated that after changing the infusion set, the pump primed easily. The reporter confirmed that the removed cannula was not bent or kinked and the patient's site appeared healthy. The reporter stated that they were trained on using the inset 30 but were using the inset 6 mm which they were not trained to use; the reporter stated that they followed the directions from the tutorial online. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.